Manufacturer narrative:
Additional information was received that the separated piece was retrieved and no injury resulted. All the returned files are actually broken, some of them in the active part, some other at the tip of the active part (fatigue). No unused file was returned for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper hand file separated; outcome is unknown, though there is no indication that injury resulted. Additional information has been requested, but is not yet available.